Manufacturer narrative:
(B)(4): the keypad cover was returned peeling at the ok button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. During testing, the ok, contrast, and up arrow keypad buttons were intermittently unresponsive; the down arrow keypad button responded appropriately. Evidence of contamination was found under all key contacts.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the ok keypad button was intermittently unresponsive and the patient was required to press the button in a certain spot to elicit a response. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to belt and cleaned the pump with a dry cloth. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.